Manufacturer narrative:
Implant date on (B)(6) 2017, explant date on (B)(6) 2017; physician performed a culture of the infected tissue and confirmed growth of pseudomonas aeruginosa. Review of DHR (device history record) on part number 100042-06, lot number 160486 resulted in verification that there were no non-conformities documented for this lot. The sterilization cycle report was reviewed and the cycle met all acceptance criteria.

Event description:
Infection of breast, requiring removal.